Event description:
It was reported that the tip-up fenestrated grasper's packaging was shattered, and the instrument was damaged. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.534" x 0.045" and 0.518" x 0.036" was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. .